Event description:
During a remote follow up, noise resulting in oversensing, and loss of capture were observed on the right ventricle (rv) lead. The patient was seen in-clinic and tests were performed. The loss of capture on the rv lead was reproduced during deep inspiration breathing. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.